Manufacturer narrative:
(B)(4). Two lot numbers were provided, as the reporter was unsure which lot number was involved in the event. Lot 15c007 was manufactured march 3, 2015- march 6, 2015. Lot 15c041 was manufactured march 18, 2015- march 20, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had unspecified damage. The device was filled with desferrioxamine 200mg in 60ml normal saline. There was no patient involvement. No additional information is available.